Manufacturer narrative:
No blank display or frozen screen noted. Device was received with a full segment display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify button keypad anomaly due to full segment display. No damage or unlock keypad button noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. Customer stated that the buttons were not responding. Customer stated that the screen was difficult to read. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.